Event description:
The customer reported no image when fluoroing. The system displayed about 1/4 of an image. No pt injury was reported.

Manufacturer narrative:
When in auto mode, the technique drives to 120kvp. Image obtained in manual, with top half of image on bottom and bottom half on top. In process of checking power supplies, the ge svc rep noticed that a pin in the interconnect cable receptacle was pushed in almost completely. The rep repaired the pin. Good fix. Verified functionality of system.